Event description:
It was reported that an overinfusion occurred. The pump was programmed to deliver at a rate of 45ml/hr, 1,600 mls had delivered in 8 1/2 hours. There was no resultant pt complication.